Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. The pressure transducer board was checked and was replaced to resolve the issue. The device was delivered to the user in working condition. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The device's logs and defective part were not available for further evaluation. Therefore, the root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check with a message 'pressure transducer difference >5 cmh2o'. There was no patient involvement. Manufacturer's ref. #: (B)(4).